Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) may be depleting sooner than expected due to leaky capacitors which is based on analysis of the data disk by a technical services consultant. All available information indicates that the device remains in service and based on the current settings, boston scientific anticipates the device has between one to two years remaining. Two and a half years later, this ICD was explanted because it reached elective replacement indicator (eri). This ICD did not meet expected longevity. This ICD will be returned to boston scientific for analysis.

Manufacturer narrative:
This device has been explanted and will be returned to boston scientific for analysis. Should additional information become available, or upon completion of analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.